Manufacturer narrative:
The device is not expected to return. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator system was explanted due to infection. In addition, that both right atrial and right ventricular leads were also explanted due to infection. The product is not expected return. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator system was explanted due to infection. In addition, that both right atrial and right ventricular leads were also explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
The device is not expected to return. Patient code 3191 captures the reportable event of surgery. The device passed all testing, therefore no problem was detected. In addition, the infection allegation was not confirmed. Infection is a known medical risk when the skin barrier is breached. However, analysis of the returned product is not able to provide relevant information for infection-related allegations. The device history record confirmed that each device meets specifications before release for use. There is no indication the device manufacturing process contributed to the reported complaint.